Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported a clearlink set that does not stop once the fluid is primed to the end cap. There was no patient involvement or medical intervention necessary. No additional information is available.